Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was 45 mg/dl. Cause of the low bg was related to human factors. Customer consumed carbohydrates to address bg. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.